Manufacturer narrative:
Received 1rk, 55pcs., and 14rks 454322/b210533b for evaluation. We have no further complaints on the material/batch. The complaint is justified. The blood collection tubes show the following issues: 1) tubes are clotting due to variation of anticoagulant; 2) tubes have low vacuum. Please refer to recall 21-400, res# (B)(4), which was initiated on 8/19/2021.

Manufacturer narrative:
Complaint (B)(4). Samples were received. The evaluation of customer samples and retain samples is still in progress. As soon as the investigation of the event is completed, a supplemental report will be filed.

Event description:
Customer states tubes are clotting (article 1). The clotting is occurring in fully filled tubes. The customer advises of the studies she got from the study coordinators, anywhere from 4-12% were clotted. One study was 12/50 (24%) coagulation samples were clotted. Customer states tubes have vacuum issues (article 2). They have only had a few underfilled tubes and are underfilling about half way below the arrow. Some of the tubes are underfilling about half below the arrow. They do not centrifuge and attempted to run samples that are underfilled, they mark them as qns (quantity insufficient). The customer is a long time user of gbo products. The issues began over the last 2 weeks with over 400 occurrences. The tubes are used for research and the samples cannot be recollected. The percentages are not acceptable since they cannot recollect the animals since they are deceased. Syringes are the devices that were used on most of the studies, rat studies where they are doing cardiocentesis. They have always drawn the samples this way. The customer has been at this laboratory for over 8 years and have never seen this issue before even with the syringe draws. They don't seem to have the issues when a straight needle is used and these are larger species that they can get a recollect before necropsy. The tubes are always inverted 4 or more times. These issues are occurring with multiple technicians. The technicians are thoroughly trained and have been drawing them with the syringe technique for over 15 years and this is the first issue that has occurred to this magnitude. It seems like it was just this shipment. They received another manufacturer's tubes in and used those with a syringe technique and there was no problem.